Event description:
Information received indicated that the brake caster would lock and hold, but caster would rotate if pushed on side. No alleged injury reported.

Manufacturer narrative:
Technician found that the brake caster would lock and hold, but the caster would rotate if pushed on side. Replaced caster to resolve this issue. Bed found on the 1st floor.